Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colon resection procedure, the device did not fire. In the first attempt, the first reload opened, surgeon was able to press the green button but the handle was not able to squeezed and while firing there was a click and didn't occur. Same goes with the second reload. New device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device did not fire. In the first attempt, the first reload opened, the surgeon was able to press the green button, but the handle was not able to squeeze and while firing there was a click and didn't occur. Same goes with the second reload. The new device was used to complete the case. There was no patient injury.